Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events and subsequent patient outcome could not be conclusively established. Multiple attempts were made to obtain additional information regarding the patient's expiration; however, no further information was provided by the account. The device was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection, right heart failure, renal failure, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Section 6 of the IFU, under ¿right heart failure¿, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for worsening dyspnea, paroxysmal nocturnal dyspnea (pnd), right heart failure (rhf) and abdominal distension. A continuous positive airway pressure (CPAP) machine was utilized upon the patient presenting. The patient had gained 9 pounds over a span of 3 days. The patient failed lasix ivp and diurill intravenous. The patient was started on bumex and antibiotics for pneumonia. The patient was also placed on airvo. During admission the patient was found to have acute kidney injury (aki) with creatinine of 2.33. Spirolactone and bumex were held due to the aki. The patient also complained of neuropathic pain in both feet as well as discoloration. It was later communicated that the patient passed away on (B)(6) 2023 due to cardiogenic shock.